Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that lens was exchanged for a 1.5 diopter more of same model company lens. The iols that were explanted during the exchange were discarded and therefore no longer available. The underlying cause is ¿idiopathic¿. The calculations of the originally implanted iol were carried out using ascrs post-hyperopic-prk and anterion post-lasik calculation. Taking into account all eventualities. Patient was now very satisfied. There were no adverse effects on the patient and no unscheduled treatment or medication was necessary. No hospital stay. As described status after (hyperopic) prk many years ago, which was not carried out by us.

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had mis refraction. The iol was exchanged for another lens following the initial implant procedure. The patient was seen for pre-examination in 2021 after prk (photorefractive keratectomy). We had also performed the calculation after hyperoperative ascrs. The first implantations were od on (B)(6) 2023 and os on (B)(6) 2023. The overrefractions in both eyes were on (B)(6) 2023: od -1.25 cyl -0.25 a 20°; vcc=1.0; vsc=0.25; os -1.00 cyl -0.25 a 50°; vcc=0.8; vsc=0.4. Explantation and reimplantation were os on (B)(6) 2023 and od on (B)(6) 2023. The objective refraction (autorefractometer) was on (B)(6) 2023 od +0.25 cyl -0.25; vsc=0.8 (2d post-op); os +0.25 cyl -1.00; vsc=0.8 (1d post-op). Additional information has been requested. There are two files associated with this event in the patient. This file belongs to the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).